Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check in (B)(6) 2018. Upon interrogation, the left ventricular lead exhibited high impedance. It was noted that increasing impedance was a chronic issue. The patient apparently hit the device with cabinet. Since the capture is fine, the patient would continue to be monitored. The patient was fine.